Manufacturer narrative:
Analysis of the subject returned device confirmed that the reported event is due to a hardware issue. The device do not turn on even when functionnal power cords. It means that an electronic component of the home monitor is not functionnal. This case is retained for trending purpose.

Event description:
Reportedly, the led does not light up and the healthcheck button is out of service.